Event description:
It was reported the leads were attempted, but not used due to no pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor fracture (overstress). (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.